Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery (sfa) that was mildly calcified. The supera stent system was advanced to the target lesion without resistance and the stent was deployed; however, while removing the delivery system, the stent was removed as well. It was suspected that fluoroscopy was not used when removing the delivery system. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was aborted as the access site had been lost. The patient will be monitored until another procedure is performed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the supera self-expanding stent system (sess) was not removed under fluoroscopy. It should be noted that the supera peripheral stent system instructions (IFU) for use, states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulty appears to be related to circumstances of the procedure as it is likely that interactions with the mildly calcified anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system; thus, resulting in reported activation failure/ deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na